Manufacturer narrative:
Returned device was evaluated and the reported issue was able to be verified. Replacing the motor was able to fix the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump had a blockage line error and screen went blank. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, that the complaint was confirmed and the motor was out fault. The motor was replaced to fix the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.